Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first firing went through, but has an incomplete staple line on the proximal part. The reload was removed and another reload was used, but when the surgeon tried the second firing, the surgeon was able to press the green button and squeeze the handle but it did not fire. There was no patient injury.